Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a cracked case. The customer stated they are unknown on how it happened. Asked customer to return insulin pump for analysis. The customer's blood glucose was unknown.